Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that or hour glass icon in status box" occurred. On the day of the event, around 8:00pm, the patients spouse noted that they were not receiving cgm readings and waited for about 1 hour, after which there were still no readings. The last cgm reading the patient remembered prior to this was a cgm reading of approximately 170 mg/dl. The spouse stated that they could not do a fingerstick at that moment as they did not have any fingerstick test strips. Around 9:30pm the patient was brought to the hospital and was vomiting at that moment and feeling thirsty. When the patient arrived at the hospital the blood glucose reading was 500 mg/dl, and the display device was still not showing any cgm readings, and it was decided to remove the cgm sensor. The patient got diagnosed with diabetic ketoacidosis and was admitted into the intensive care unit (ICU). The patient received treatment with intravenous insulin and after 2 days the patient was out of the ketoacidosis, but as the patient caught a pneumonia (rhinovirus), he needed to stay in the hospital for longer. In the end the patient was admitted for a total of 12 days and received treatment with antibiotics and albuterol sulfate for the pneumonia. At the time of the report, which was the same day the patient was discharged, the patient was still feeling tired. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.